Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: event date is date valid. H3: analysis of the recharger found controller won't power on when recharger is plugged in. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they were having issues charging the implant. Patient said they had no issues with the controller charging, but when they tried to charge the implant, the controller showed an error message rm04, contact medtronic. Agent attempted to begin troubleshooting by having pt reset controller with ac power; however, patient stated they tried resetting the controller in different locations per instruction of the medtronic rep they called earlier. During the call, patient did not see any damage to the controller port nor recharger cord/plug. The issue was not resolved. An email was sent to the repair department to replace the recharger.